Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. UDI: (B)(4).

Event description:
It was reported that the inner package's seal was breached. No patient injury or delay was reported as a result of the event.